Event description:
Home patient (hp) was receiving peritoneal dialysis (pd) on the homechoice device when hp rec'd a system error 2240 alarm. Hp reported a hole in the drain line of the homechoice set caused by pt's cat. Hp was in drain 4/4 of pd treatment. Hp ended therapy at the time of the alarm with assistance from MFR's operational support personnel. The healthcare professional (hcp) reported the hp called hcp on 05/10/00 complaining of abdominal discomfort. The hcp stated the hp came into the facility and rec'd 2 grams vancomycin and 120 grams gentamycin prophylactically. Per hcp, no injury resulted from incident.